Event description:
A customer obtained erroneously high troponin (accutni) results for three patients. The results were reported out of the lab and questioned by a nurse. Results within risk stratification range were obtained on two of the patients, and a normal reference range result was obtained for the third patient upon repeat analysis on a different instrument. Corrected reports were sent. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Qc resulted within specifications prior to the event and out of specifications after the event. Customer initially contacted the customer technical support (cts) to troubleshoot a failed system check. The cts performed troubleshooting; however, a field service engineer (fse) was dispatched on the next day. The fse replaced several hardware components. The fse performed a diagnostic, precision and qc testing; all met specifications. Although parts were replaced, a definitive root cause for this event was not determined. A malfunction will be assumed for the purpose of this report.